Manufacturer narrative:
(B)(4). The fault was found with the front pcb board, and the front pcb board was replaced. The manufacture date of the product precedes a supplier corrective and preventive action taken by the manufacturer for this reported failure.

Event description:
Covidien-(B)(4) service center received a report of an n-560 that could not display the segments of the saturation value. The failure happened when the device was not being used on a patient.